Manufacturer narrative:
Unit received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unit also received with cracked case(battery tube) and cracked battery tube threads.

Event description:
It was reported that the insulin pump was damaged. Customer blood glucose level was 71 mg/dl. Customer also stated that the whole side of the battery side of the insulin pump was cracked. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.